Event description:
The reason for call was caller stated they are doing an inceptiv implant and connected to ins in the box with their tablet without issue. They are now in the or and ins is out of the box and they can't reconnect to it with their tablet. Caller stated they have done troubleshooting, including connecting their tablet to the ctm with the cord and attempting to connect to a different ins in the box but aren't able to connect at all. Caller stated they select "find previous device" and it kicks them out to either searching again for the ctm or the ins. Tss had caller reboot tablet and power cycle ctm twice. Caller stated the field is still sterile so they aren't able to put the ctm over the ins so they will try to connect to the other ins they have that is still in the box. Caller attempted to connect to the ins in the box and received a "bluetooth pairing request" to the ctm, they connected ctm to tablet with the cord and proceeded. Tablet located ins and showed "communication in progress". Caller stated they will see if this connects to the ins in the box and then will try to connect to patient once the field is no longer sterile. Tss suggested that prior to connecting to patient's ins to turn communicator off, exit app and then once they try to connect, use the "find device" as opposed to "find previous device".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of not being able to connect the implantable neurostimulator (ins) in the or was due to the clinician communicator. The actions taken to resolve the issue were calling technical services (tss), who helped them reset their communicator by doing a series of on/off and battery replacements then connecting the communicator to my tablet. The issue has been resolved and no further action needs to be taken. Confirmed all good impedances on ins with physician in or once communicator reconnected with tablet and ins.